Manufacturer narrative:
H3, h6): the product ID: bi71000225r, lot number: s1818ldm rev. R, was returned to the manufacturer for analysis. In summary, no faults were found. The standalone printed circuit board (pcb) passed visual inspection and bench test. All light emitting diodes (leds) functioned as normal and the fans operated correctly. The pcb was installed into a test imaging system and the system booted and readied on each power cycle. Two-dimensional (2d) and three-dimensional (3d) images were acquired without any issues while under test. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not able to take exposures.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: svc o2 bi71000225r pcba gen iso rfb h3) onsite functional and visual examination was performed by a manufacturer representative. The svc o2 bi71000225r pcba gen iso rfb was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.